Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. The patient reports the pod they had been wearing an expired. The patient reports they did not have back up treatment. The patient reports symptoms were vomiting, dehydration, hallucinating and frequent urination. Once at the hospital the patient received a pod replacement that would not activate and has been reported separately from this case. The patient was treated with manual insulin shots. In addition the patient was given ice chips and was placed on a diabetic diet.